Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4052014): 1)the products of this batch were assembled at intima ii auto line 3 in mar, 2024, and packaged at r240 package line in mar, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number:4022907,4054188). 2. Customer returned 1 photo, no actual samples. The photos show that the catheter is broken, the fracture is located inside the catheter hub, and the fracture surface cannot be clearly identified. 3. The retained samples of the complaint batch are taken for catheter pull force test (the samples need to be soaked in warm water at 37 ° c for 72 hours before testing to simulate the human environment), and the test results are all within the product specification. 4. The catheter fracture was discovered on the second day after insertion, indicating that the indwelling needle had no abnormalities before and during the first day of use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show a catheter fracture, but since the fracture surface cannot be clearly identified, no defective sample was received for further inspection, and the usage details of the sample are unknown, so the root cause of this complaint defect cannot be confirmed. The factory will continue to monitor and perform trend analysis on such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After the child left the hospital, he returned the next day and discovered that the catheter was missing (it's unclear whether it was internal or external). The hospital reported that the patient returned home at night and came back the next day with the entire catheter dislodged, revealing no catheter present. According to the hospital's report, a CT scan was performed. No further updates were provided. Unknown. The department refused to return the sample, and as of the reporting date, the patient had not yet been discharged.

Manufacturer narrative:
Correction: following the submission of the initial MDR, it was noted that the incorrect annex f code was provided. Corrected annex f codes now in the grid.

Event description:
Correction to annex f codes.